Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 395 mg/dl. A correction bolus was delivered to address bg. A system check was performed with tandem technical support (cts) and insulin drips were not observed to be dripping out of multiple infusion set tubings during the load fill tubing sequence. A cartridge change was performed resolving the issue. While changing the supply, multiple cartridge change error messages occurred with multiple cartridges during the loading process. During troubleshooting with cts, an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not entirely fitting on the pump. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error was verified and a different issue was identified. However; the load fill tubing, cartridge does not fit and cartridge damaged issues could not be verified as the cartridge was not returned.